Event description:
Patient was in intensive care due to heart problems, external defibrillation was performed due to v. Tachycardia. After the external defibrillation, asynchronous pacing was observed. The ECG confirmed asynchronous pacing with no iegm on display but the patient showed heart rate of 100 bpm. Reportedly, the next day the pacemaker showed normal functioning: the device remains implanted. Note: the date of implantation is unk.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated 10/29/2009), sorin is filing this MDR at this time. Sensing was not working temporarily and no iegm in holter and in real-time marker ECG after cardioversion. Since the device remains implanted, the programmer files were reviewed. The files confirmed the behavior; however, no final conclusion can be drawn for this case. The most probable hypothesis is that the electrical discharge might have altered transitively the functioning of some of the electronic components of the device. Follow-up was recommended to confirm proper device behavior. No information was provided about the conditions of the defibrillation. No final conclusion could be drawn for this case. As a matter of fact, even if normal device operations were observed later, the device didn't operate normally just after defibrillation therapy. The most probable hypothesis is that the electrical discharge might have altered transitively the functioning of some of the electronic components of the device. The integrity of the follow up data stored in the implant were probably also altered for the same reason. Since last normal follow up was performed end (B)(6) 2008, a new follow up needs to be scheduled shortly to confirm proper device behavior (including a deep analysis of information stored in the device memory).